Manufacturer narrative:
Updated: b3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, the issue was likely due to repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the duct connection screw of the ultrasound gastrovideoscope was loose. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a gap of adhesive on the distal end, a stain entered inside the lens through the gap, and a gap between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the upward/downward knob couldn't be locked securely due to damage on the lock engagement lever, a scratched scope body, a discolored adhesive around the light guide lens, a worn adhesive on the bending section cover, and the insulation resistance value did not meet the standard value due to damage on the acoustic lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.